Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter displayed inaccurate low readings. The complaint was classified based on documentation from the customer care advocate (cca). The reporter advised that the alleged product issue began on ¿(B)(6) 2015, 7pm", the reporter stated the patient obtained blood glucose results of ¿64mg/dl¿ on the subject meter, compared to ¿384mg/dl" on a onetouch ping meter performed within 30 minutes of each other. The reporter stated that the patient manages her diabetes with an insulin pump and continued with her usual dose of medication (including sliding scale). ¿30 minutes¿ after the product issue began the reporter stated that the patient developed symptoms of ¿headache and stomach ache¿. On ¿(B)(6) 2015, 7:30pm¿, she self-treated with two units of novolog. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, blood glucose results were taken from an approved sample site and the correct testing steps were carried out. The test strips were stored correctly, within their expiry date and the test strip vial was intact. Cca also noted that the patient did not have control solution to carry out a test. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because due the comparison provided, the device malfunctioned.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 6/9/2015 device evaluation.the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. However a secondary issue was noted, the meter was found to have spc pins 1-3 contaminated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.